Manufacturer narrative:
This was the technical support call, the actions taken for this case are unknown.

Event description:
The hospital reported that, unit turned off during transport, there was no reported patient injury.